Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using cartridge longer than labeling instructions. Tandem technical support informed customer that using cartridge longer than labeled instruction is off label per the tandem user guide. No additional information was provided. There was no reported adverse impact.